Event description:
Pt's hemodialysis catheter had not been functioning adequately due to a kink and consideration was being given to replacing the catheter. The pt began having cardiac arrhythmias of uncertain etiology. The question arose as to whether the catheter could be precipitating the arrhythmia. Because of this, emergent removal of the catheters was undertaken.